Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that their stimulation sensation stopped suddenly four days prior to the date of this report. The patient reported that they tried to use their implantable neurostimulator recharger (insr) to try to turn stimulation on but it wasn¿t successful. However, when the patient described the insr screen after connecting with the device, it did indicate that stimulation was on. Additional information provided on 2016-oct-28 reported that the patient was experiencing a loss of therapy. The patient stated that they received a replacement programmer and were able to use it. The patient confirmed seeing the stimulation icon on both the programmer and insr. The patient made adjustments to the amplitude on their new programmer but still wasn¿t feeling stimulation sensation. It was further reported that the patient was in a severe car accident in middle-late august and their system hadn¿t worked correctly ever since. The patient was wondering if the leads ¿got severed or something¿ from the accident. The patient was to follow up with their healthcare provider (hcp), although the patient¿s hcp already knew about the accident. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.